Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unkown tlif procedure at l5/s1. During the procedure, it was noted that while the surgeon was positioning the implant, the inserter broke. No further details are known at this time.